Event description:
A malfunction was reported by the customer, who confirmed no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.